Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It also was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include in and out of consciousness and ketones. It was diagnosed to be ketones in the blood and urine. The patient was treated with fluid and insulin but does not remember any more. It was reported that the cannula popped out of the patients skin. It was also reported that the patient's skin had a rash so the hospital prescribed ketoconazole cream. The patients mother does not remember when the patient was discharged but was in the hospital for 2 days. The pod was removed at the hospital.